Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Verified the strips expire 07/18/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 89mg/dl fasting and 94mg/dl not fasting. Reviewed meter memory: 80mg/dl (B)(6) 2015 12:46:00 pm fasting: no; 79mg/dl (B)(6) 2015 11:43:00 am fasting: no; 77mg/dl (B)(6) 2015 10:43:00 am fasting: no; 71mg/dl (B)(6) 2015 09:44:00 am fasting: yes; 52mg/dl (B)(6) 2015 08:23:00 am fasting: no. Customer's concern with 52mg/dl on (B)(6) 2015 08:23pm. Adverse event not reported.